Event description:
Pt was revised to address femoral stem loosening. Poly wear and osteolysis was discovered intraoperatively.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the lot codes required were not provided. Although the report cannot be confirmed, it would not be unreasonable to find poly material wear after the length of time reported as implanted. The investigation could not drawn any conclusions regarding the reported event with the info available. Based on the inability to identify the root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.